Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to extended charge time. Current monitoring voltage was 2.59 v and charge time was 23.3 seconds. The device was included in the mid life display of replacement indicators advisory population. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated. Approximately one year later we received information this device was explanted and successfully replaced. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additionally, the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.